Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the device never really worked for them. There was no device concern or change in therapy. They stated that the device never worked. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported their pain stimulation system was ¿removed because it was not working.¿ the patient¿s physician opted to replace the device with a pump device on (B)(6) 2017. It was noted the patient had been implanted for non-malignant pain. No further event information was reported; no further complications were reported or anticipated.